Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were hospitalized due to low blood glucose level on (B)(6) 2020 with blood glucose of 20 mg/dl. Customer was treated with insulin drip and food, customer stated that needle was break before insertion. Customer was not using auto mode. Device will not be returned for analysis.